Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they currently had an infection, which they said started like a month ago, they were on antibiotics at the time of the report and they just couldn't get rid of it, it seemed like they had one every other month. No further complications were reported or anticipated.